Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Was the open inner box compromised of the sterility of the device? No further information will be available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the device arrived, the inner box was opened. The blade tip was not broken off and no pieces fell into the patient. There were no adverse consequences to the patient. No further information is available.